Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he did not think the infusion set was inserted correctly. Blood glucose level at the time of the incident was 440 mg/dl. The customer reported that the insertion site was wet and smelled like insulin. The customer declined troubleshooting. Customer stated that he received a no delivery alarm after trying new tubing. The insulin pump was not replaced or returned for analysis.